Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the system as unable to startup and stuck at 0.00. Review of the log file shows problem with the grabber cards of the flex vision pc. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found problem with flexvision pc for which a new pc was ordered but problem was found during installation. Fse reinstalled the old flexvision pc. To resolve the issue, fse reinstalled the operating system, application, and grabber card software and as well reinstalled the old grabber cards. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not complete the boot up sequence. It froze at the 0:00 countdown screen. There was no reported patient or user harm. Philips has started an investigation of this complaint.